Manufacturer narrative:
A service repair recommendation has been issued for the diagnosis and repair of the unit.

Event description:
The hospital reported the control panel was broken and preventing mechanical ventilation. There was no report of patient involvement.